Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon the initial inflation attempt, the balloon burst at 6 or 7 atms. Within 5 secs following the balloon burst, ventricular fibrillation occurred. Defibrillation was successfully performed and there were no add'l clinical sequelae reported relative to this event.